Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address cup malposition. It was also noted the poly liner was broken. Ppf alleges dislocation and elevated metal ions after the first revision. The dislocation was likely a result of the previously reported cup malposition and broken liner. Doi: (B)(6) 2014; dor: (B)(6) 2015; left hip (2nd revision)..